Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event after the reported issue recurred. The fse replaced the console common compute controller (ccc), the horizontal cable harness, and the vertical rolling loop harness. The issue later recurred again and an fse returned to replace the console viewer. The 319 errors later returned again and an fse returned to replace the tilt axis, the mced, and the console cardcage. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The console viewer was returned for failure analysis, and the issue was confirmed but not replicated. Log review showed that errors 319 and 48352 had occurred and pointed to the viewer, confirming the reported event. A visual inspection found no problems related to the reported issue. The viewer was installed on an internal system and functioned as designed. The system was power cycled several times with no errors observed. The reported issue could not be replicated during system testing, and the root cause has not been determined at this time.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). The console common compute controller (ccc) was returned for failure analysis and the reported issue was confirmed but not replicated. In the field system logs, error 319 was found to indicate the issue occurred in the field. Upon visual inspection, no issue was found that would be related to the reported event. The console ccc was installed onto a console from a known good system and successfully programmed. The unit powered up without any issues. They performed 10 power cycles and left the device idle for 3 days. Once the testing was completed, the system error logs were inspected, but no error could be identified. An ergo test was performed and passed. The fiber cable light levels were checked on all channels, confirming that they were well within the normal operating range. As a result of these findings, fa concluded that no root cause could be attributed to this issue. According to case notes, there were multiple parts replaced to fix this problem.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, an operating room (or) staff member called in during setup to report error 319. The technical support engineer (tse) verified the reported error on console 2 as indicated by the sdch. Console 2 was connected to the system in the console 2 position. The tse inquired whether both consoles were required, and the customer stated they only needed one. The tse instructed the caller to power off the system and remove the console 2 blue fiber cable from the tower. After powering the system back on without console 2, the system no longer displayed the 319 error. The customer continued with the case using a single console configuration. The procedure was continued with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reseated the common compute controller (ccc), the ff4, the high resolution stereo viewer (hrsv) power on j9, and the fiber connection on the hrsv. The system was tested and verified as ready for use.